Manufacturer narrative:
Please note: this correction report is being issued to amend the additional MFR narrative: upon receipt at our post market quality assurance laboratory, thorough evaluations of the s-icds were performed. Visual inspection of the devices noted arc marks on the cases, indicating a shock shorted to the case. Analysis confirmed these devices were damaged when attempting to deliver therapy via the fractured electrode.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a long charge time error (lc). Additionally, inappropriate shock therapy and high out of range shock impedance. It was noted the electrode had an insulation break, and it was suspected the insulation break caused a short circuit and damaged this s-ICD. Subsequently, the patient underwent a revision procedure, and this s-ICD was explanted and replaced. Besides intervention, there were no other adverse patient effects reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a long charge time error (lc). Additionally, inappropriate shock therapy and high out of range shock impedance. It was noted the electrode had an insulation break, and it was suspected the insulation break caused a short circuit and damaged this s-ICD. Subsequently, the patient underwent a revision procedure, and this s-ICD was explanted and replaced. Besides intervention, there were no other adverse patient effects reported. Product return is expected.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the s-ICD was performed. Visual inspection of the header and device case noted an arc mark on the case which indicates a shock shorted to the case. No header and/or electrical overstress damage and/or cracks were observed. The clinically observed delayed charge time, inappropriate shock, and high out of range shock impedance were concluded to be due to the device delivering a shock with the shocking electrode in close proximity to the s-ICD case. Therefore, the damage is deemed due to the environment outside of the device.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a long charge time error (lc). Additionally, inappropriate shock therapy and high out of range shock impedance. It was noted the electrode had an insulation break, and it was suspected the insulation break caused a short circuit and damaged this s-ICD. Subsequently, the patient underwent a revision procedure, and this s-ICD was explanted and replaced. Besides intervention, there were no other adverse patient effects reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.